Manufacturer narrative:
No cracked reservoir tube threads, however detached retainer ring noted. Scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, severe damage on keypad overlay texture, cracked (select, right arrow, and up arrow) buttons on keypad overlay, severe scratches on keypad overlay buttons, stained serial number label, and peeling end cap address label were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the reservoir thread. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.